Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. This testing included verification of the unit's impedance detection circuit and ability to treat a patient. The patient cable and monitoring pads used at the time of the reported problem were not returned for evaluation. The customer believes the patient cable is working properly because it works properly with another defibrillator. The "check electrodes" message is displayed if ECG monitoring electrode impedance is less than 250 ohms or greater than 2500 ohms or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The hs3000 operating instructions explain the "check electrodes" prompt and what to do should it be experienced. We believe the poor patient-to-electrode pad contact, high transthoracic patient impedance or a combination of these factors prevented the device from monitoring the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin prep, inadequate pad adhesion, and electrode discrepancies. The customer was sent a letter explaining our evaluation.

Event description:
During an incident involving a male patient, approximately 120-130 lbs complaining of shortness of breath and chest pains, this defibrillator, being used to monitor with a 3 lead patient cable and con med monitoring pads, prompted "check electrodes." Als showed up and took over patient care, monitoring with their lifpak defibrillator. The patient was transported to a hospital. Patient outcome is unknown.